Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the driver had a worn tip leading to intermittent engagement of the screw. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Initial MDR inadvertently filed under incorrect manufacturer. Should have been filed under mfg (B)(4). Driver was returned to the manufacturer for analysis. The driver was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.